Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 35, which did not affect the blood glucose level beyond normal limits, as it stayed below 500 mg/dl (27.7 mmol/l). The customer decided to continue using the current pump as backup therapy until they received the replacement. Technical support confirmed that the pump would be replaced with one having updated software, provided training information, and explained the return process for the defective pump. The customer acknowledged understanding the instructions provided by technical support.